Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. It was also reported that the controller could not connect with the dexcom. Symptoms reported include throwing up, super-fast heart beat, super weak, tired, and pain. No information was provided about the type of treatment but stated they were able to help them get out of dka. The patient was released two days later.

Manufacturer narrative:
In the case description, the user mentioned difficulties pairing the dexcom g7 continuous glucose monitor (cgm) and the controller/pod. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found instances of the pod failing to find and pairing with the dexcom sensor. The patient history buffer (phb) files from the date of occurrence show multiple attempts to pair a cgm to the pod, resulting in multiple -3 to -4 estimated glucose value (egv) transitions indicating that the pod was searching for the cgm and timed out without finding it. The logs and phb files show that the user was able to successfully pair g7 sensors to pods previously, with the prior sensor connecting to pods and running until expiration. The available log files show no abnormalities with the controller that would contribute to the pod being unable to find the g7 sensor. The exact cause of the event could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.